Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was broken after the user struck a cabinet, resulting in a cracked display beneath an intact screen protector and rendering the device unusable. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin pump therapy and reliance on backup supplies while continuing cgm use with a dexcom g7 app or receiver. Investigation included customer interview and instructions provided for device shutdown, data syncing to the mobile app, and return logistics. Investigation of this case revealed physical damage to the display consistent with user-induced impact. It was concluded that the event was due to external physical damage to the device screen and not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.